Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant product: c3 interface cable ¿ therapeutic, model #: d-1286-03-s, lot #: unknown - d-1286-03-s. (B)(4). The biosense webster failure analysis lab received the catheter and it was noted on (B)(6), 2015 that the shaft was bent approximately 104 cm from the handle of the catheter. Internal braids were visualized. The catheter integrity was not maintained and internal components were exposed to patient. Therefore, this issue has been assessed as a reportable malfunction. The awareness date for this record is september 9, 2015.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter, and the biosense webster failure analysis received the catheter and internal braids were visualized. It was initially reported that the smart ablate generator was not allowing the physician to come on ablation mid-procedure due to an invalid temperature error and no temperature being displayed on the generator. The generator was used in power control mode. Impedance, temperature and power were within normal ranges. It was believed that the cut-offs were at default values. They tried disconnecting and reconnecting the cable. This fixed the issue temporarily. When it happened again, they replaced the cable and did not experience the issue again. When the catheter was disconnected at the end of the procedure, the electronics from the catheter handle came apart with the cable. The procedure was completed with no patient consequence. Since the ablation cannot be performed with this temperature issue, the most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Therefore, this issue was assessed as not reportable. Since the catheter has the handle broken, the device can no longer be used. The most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Therefore, this issue was assessed as not reportable.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter. The smart ablate generator was not allowing the physician to come on ablation mid-procedure due to an invalid temperature error and no temperature being displayed on the generator. The generator was used in power control mode. Impedance, temperature and power were within normal ranges. It was believed that the cut-offs were at default values. They tried disconnecting and reconnecting the cable. This fixed the issue temporarily. When it happened again, they replaced the cable and did not experience the issue again. When the catheter was disconnected at the end of the procedure, the electronics from the catheter handle came apart with the cable. The procedure was completed with no patient consequence. The returned device was visually inspected upon receipt and the shaft was found bent with internal braids visualized approximately 104 cm from the handle of the catheter. The rupture point looks like it might have occurred while bending and unbending the product. An internal corrective action has been opened to investigate the thermocool smart touch broken shaft issue. Continuing with the visual inspection, the catheter connector was found detached from the handle. However, during the analysis, polyurethane (pu) residues were observed in the connector. Per the temperature issue reported, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a temperature issue cannot be confirmed. An internal corrective action has been opened to investigate the thermocool smart touch broken shaft issue.